Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during the rewind as a result of a motor encoder signal being out of phase. Further testing could not be performed due to the displacement test failure. The device was received with cracked case at the display window corners and battery tube threads as well with scratched screen.

Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind, and her blood glucose was 600mg/dl, the customer treated with manual injections. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.